Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection of the device, it was observed that the charge pak, low power and service icons were displayed. The reported problems is indicative of a device that will not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported failure was verified; however, the root cause of the reported problem was not determined. A replacement device was provided to the customer.